Event description:
The customer reported falsely elevated troponin I (access® accutni+3) results, for three patients, involving the unicel® dxc 600i synchron® access® clinical system. This report is two of two referencing the two patients on the event date noted. The customer indicated the initial results were released to the hospital. There was no report of patient injury or change in patient treatment associated with this event. The customer retested the samples on the same instrument and obtained lower results. The samples were also reanalyzed on an alternate access® 2 system which produced lower results that were within the normal reference range of the assay. The patients' samples were sampled in lithium heparin tubes without gel and centrifuged at 4,000 rpm (rotations per minute) for eight minutes. An aliquot is pipetted from the tube for analysis. All samples were analyzed through the closed tube aliquotter (cta). Quality control (qc) is performed every 24 hours, and the customer indicated no qc issues were observed. Review of the event log revealed no system errors at the time of the event. Beckman coulter customer technical support (cts) advised the customer to perform a precision test utilizing level 1 qc material. The customer stated the precision test performed for level 1 failed precision claims of the assay. However, precision tests, utilizing level 2 and 3 qc material, were within specifications. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) inspected the instrument and noted the ultrasonics high voltage was out of range and made the necessary adjustments. Upon priming the instrument, the fse noted bubbles at the seal base of the wash pump. The fse rebuilt the wash pump and cleaned the wash and precision valves. The fse performed a passing system check, carryover test and a high sensitivity system check. The fse performed a passing 20-repetition precision study with level 1 quality control (qc) material. Service activity performed was verified to meet the specified requirements per established procedures. All results met published performance specifications. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the wash pump. Beckman coulter continues to track and trend any incident related to this issue. This medwatch report is related to MDR 2122870-2014-00188.